Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I stat high sensitive troponin-I reagent, list number 08p13-34, and manufacturing site in section d longford, ireland to alinity I processing module, list number 03r65-01, and manufacturing site in section dirving, (B)(6). MDR number 3016438761-2024-00300-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for two patients. The following data was provided: (B)(6) 2024 sid (B)(6) initial result 150.78 pg/ml, repeats the same tube twice <5.10 pg/ml. (B)(6) 2024 sid (B)(6) initial result 18.60 pg/ml, repeats with a new tube <5 pg/ml. (Expected troponin result: below 15 pg/ml). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.